Manufacturer narrative:
The ortho summit plus is the hamilton microlab at plus 2 pipetter privately labeled and distributed by ortho-clinical diagnostics into the foreign country union. The microlab at plus 2 is a "second generation" microlab at pipetter from hamilton. The microlab at pipetter is the ortho summit sample handling system in the united states. Both pipetters use the same hamilton labeled disposable pipette tips. The operating software for the pipetters is different. Customer reported that the ortho summit sampler installed in their laboratory had failed to dispense sufficient sample/reagent as expected without generating an alarm. The customer indicated that no biased results were generated and/or reported to the physician. The instrument was tested without further problem and was returned to expected operation. The field svc engineer (fse) evaluated the instrument and observed dried serum on the tube holders. Fse cleaned the tube holders and the instrument tested without further problem. Fse could not duplicate complaint incident. Instrument was returned to expected operations.